Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health care professional from (B)(6) of peritonitis coincident with dianeal pd-2 peritoneal dialysis solution with 1.5% dextrose therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was reported as ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested as cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. On an unreported date the patient received remedial antibiotic treatment with cefazolin and fortum (dose and frequency not reported). The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.